Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient was experiencing a rash under the rear therapy electrodes. It was reported that the patient had been sweating a lot. The patient's physician recommended that the patient remove the device for longer periods of time to let the skin heal. The outcome of the irritation is not known.